Manufacturer narrative:
Patient ID, date of birth and weight are not available for reporting. Date of event is unknown. This report is for ten (10) unknown locking screws. Part#, lot# and UDI # is not available. Date of initial implant procedure is unknown. Devices are not expected to be returned for manufacturer review/investigation. This report is for ten (10) unknown locking screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a liss system (less invasive surgical system) on unknown date for an open femur fracture. The liss system consisted of a liss plate and ten (10) 5.0mm locking screws. Status post, patient had a follow up visit and a malunion was noted. Surgeon requested a sample to test for infection. There was no indication of infection; however, surgeon was concerned, as the patient had been treated for an open femur fracture with skin flaps. Samples were taken during the follow up visit on (B)(6) 2017. Results are pending. Patient underwent hardware removal on (B)(6) 2017. All hardware was removed without incident. There was no reported issue or malfunctions noted with the hardware. There were no surgical delays and additional medical intervention was not required. Routine intraoperative x-rays were taken as standard for the procedure. Patient was not revised to any additional hardware. The procedure was completed successfully. The patient¿s postoperative status was reported as stable. The surgeon may possibly return the patient for revision surgery to implant a nail or plate construct. This report is for ten (10) unknown locking screws. This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the results from the culture were negative. There was no infection. In addition, patient did not return for surgery. The liss system was removed and patient was not revised to a nail or plate construct.